Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00377.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the ddp light emitting diode (led) not working on the battery module of the perfusion system. The a/c indicator bulb end was damaged. There was no patient involvement.